Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels between 300 and 500 mg/dl and ketones for a few days. The customer was having a hard time breathing, and was experiencing nausea, dizziness and light headedness. The caller stated that he was taking her to the hospital for treatment. Troubleshooting was performed, and the insulin pump was programmed correctly. It was stated that the customer could not read the screen due to numerous scratches. Advised the caller that the insulin pump would be replaced. Nothing further was reported.